Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger. Analysis of the recharger (serial number (B)(4)) found no anomalies. Implantable neurostimulator (serial number (B)(4)) and recharger (serial number (B)(4)).

Event description:
The consumer reported that the recharger screen was blank and wasn¿t charging when plugged into the ac power source. There was a light on the desktop charger and the connector pin was not loose or broken. The patient stated that stimulation had stopped and he had been unable to recharge due to this issue two weeks ago. The recharger wouldn¿t power up and a replacement was sent. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.